Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that the rv and svc defib impedances were steady at 40 and 60 ohms respectively through the week of (B)(6) 2015, then rose out of range (>200 ohms) starting the week of (B)(6) 2015. The alert for out of range subthreshold lead impedances triggered (B)(6) 2015. Concomitant product: d224trk ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high rv coil and superior vena cava (svc) coil impedances, and a possible fracture. Additionally, the left ventricular (lv) lead exhibited high impedances and a loss of capture. The leads remain in use. No patient complications have been reported as a result of this event.